Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a battery low alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the battery low alarm is unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent. This is a product not distributed in the us but is same or similar to a device marketed in the united states. The 510k number is not available.